Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she refilled her insulin to 100 units and somehow the insulin pump was delivering 50, 60, and 70 units. The customer experienced a low blood glucose level of 54 mg/dl. The customer treated her blood glucose level with food. The reservoir was showing less insulin than what was shown on the status screen. The customer manipulated the reservoir while connected. She removed the reservoir and refilled it just a little bit. The displacement test passed. The customer went to the medic center where they checked her blood glucose level. They gave her soda and food. They also removed the insulin pump and her blood glucose level went up to 70 mg/dl. She was not comfortable using the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections was filled out incorrectly in the initial complaint.